Event description:
It was reported that this right ventricular (rv) lead was presenting some placement difficulties presented sensing amplitude issues with measurements below acceptable range, the lead was also presenting high impedance out of range, high capture thresholds and loss of capture. Also, since the site selective pacing delivery catheter(sspc) did not match with the anatomy of the patient, the sspc was removed from the body. After that, the placement position (septum/apex) of this lead was changed several times, but the same event has occurred. Therefore the lead was replaced. No adverse patient effects were reported. Device is expected to be return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was presenting some placement difficulties presented sensing amplitude issues with measurements below acceptable range, the lead was also presenting high impedance out of range, high capture thresholds and loss of capture. Also, since the site selective pacing delivery catheter(sspc) did not match with the anatomy of the patient, the sspc was removed from the body. After that, the placement position (septum/apex) of this lead was changed several times, but the same event has occurred. Therefore the lead was replaced. No adverse patient effects were reported. Device is expected to be return.